Manufacturer narrative:
Product analysis: a non-volatile random-access memory (nvram) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. When the test ventilator was powered on it failed the power on self-test. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component. The event was originally submitted through the asr reporting e2002003 on 2017-04-13. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The original initial report was submitted through the asr reporting e2002003 on 2017-04-13 at the time of filing follow-up reports, asr was discontinued. The initial is being resubmitted through emdr. Device evaluation summary: the medtronic service engineer (se) inspected the device replaced the non-volatile random access memory (nvram).) The ventilator passed all testing per manufacturer specifications and is ready for use. The nvram was returned to medtronic for further evaluation. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. When the test ventilator was powered on it failed the power on self-test. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator did not pass power on self tests. The ventilator was not on a patient at the time of the event. The service engineer replaced the non volatile random access memory (nvram). The ventilator passed self-testing.